Event description:
It was reported that during a double wire percutaneous transluminal coronary angioplasty/stent procedure, predilation resulted in a left anterior descedning. Resistance was met while advancing the second balloon catheter to perform kissing balloon inflations. This balloon catheter was removed against resistance and was pulled very hard, contrary to IFU, causing the distal portion of the balloon catheter to separate inside of the guiding catheter. A contrast injection forced the separated portion into the pt's coronary vasculature. A snare was used to successfully retrieve the balloon fragment. The procedure was successfully completed. Reportedly, there was no pt injury.